Event description:
According to the reporter: customer reports that the balloon separated from cannula while removing from patient. No patient injury. No medical intervention required. The device will not be returned for investigation, it was discarded by the customer. Additional information requested via email did the balloon disengage into the patient&#39;s cavity? 2. If so, was it retrieved?

Manufacturer narrative:
(B)(4)